Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: although we have not received the actual product, we cannot say exactly how the tip of the device has worn out. It is likely that the device has been removed from its protective case and inserted. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope exhibited a worn tip of the lens. The issue occurred during receipt inspection and the intended case was completed using a similar device. There were no reports of patient harm.